Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument were not opening and closing properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive followed up and was able to attain more additional information. The clip applier issue occurred while attempting to clip. The clip would not lock. Weck medium-large clips were used. Vessel or tissue bundle was not greater than the specified diameter suggested. The customer used a backup clip applier. No videos or images are available. No patient demographic information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The clip applier instrument was analyzed and found to have a broken input disk. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.